Manufacturer narrative:
The reported event has been previously captured under the mfg report number 3013756811-2026-07214.

Event description:
It was reported that a cartridge alarm occurred during the load sequence. Customer reverted to an alternate method of insulin therapy. There was no adverse impact to the customer¿s blood glucose level.